Manufacturer narrative:
Summarized patient outcomes/complications of head-to-head comparison of meril myval series balloon-expandable and abbott portico series self-expanding transcatheter aortic valves were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, aortic regurgitation, heart block, and atrial fibrillation. Some of the complications reported were cardiac tamponade, atrial fibrillation, hemorrhage, aortic valve insufficiency; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature review: head-to-head comparison of meril myval series balloon-expandable and abbott portico series self-expanding transcatheter aortic valves¿a single-center experience.

Event description:
The article, "head-to-head comparison of meril myval series balloon-expandable and abbott portico series self-expanding transcatheter aortic valves¿a single-center experience", was reviewed. The article presented a retrospective, single center study to compare the 30-day and 1-year outcomes following myval balloon-expandable valve (bev) (meril life sciences) and intra-annular portico self-expanding valve (sev) (abbott) implantation. Devices included in the study were meril life sciences myval and abbott portico. The article concluded that the myval bev was associated with comparable short- and mid-term outcomes as the portico sev. [The primary and corresponding author was matja¿ bunc, department of cardiology, university medical centre ljubljana, zaloska 7, 1000 ljubljana, slovenia, with corresponding email: mbuncek@yahoo.com]. The time frame of the study was from (B)(6) 2023. A total of 144 patients were included in the study, of which 47 (32.6%) received an abbott device. In the myval group, the average age was 81.0 years and the majority gender was male. In the portico group, the average was 82.9 years and the majority gender was female. Comorbidities included aortic stenosis, aortic regurgitation, heart block, and atrial fibrillation.